Event description:
Hamilton medical ag received the following event description: "galileo arrived with white screen, showing tf 9707. The power supply pn 155352 was damaged".

Manufacturer narrative:
The technical fault 9707 refers to a voltage drop of the +5v supply. The voltage drop might be caused by a faulty power supply. Power supply pn 155352 was replaced. Testsoftwares were performed. Galileo is back in use.